Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she was hospitalized 5 to 6 times over the past couple of months. Her health care provider took her off the insulin pump and placed her on pens. On (B)(6) 2016 she was hospitalized but her blood glucose level was not reported. In (B)(6) she was hospitalized with a blood glucose level of 1,100 mg/dl. She was found passed out on the floor. On (B)(6) she was hospitalized with a blood glucose level of 850 mg/dl. On (B)(6) she was hospitalized with a blood glucose level of 750 mg/dl. On (B)(6) 2016 she was hospitalized with a blood glucose level of 675 mg/dl. In (B)(6) 2016 and on (B)(6) 2016 she was hospitalized with a blood glucose level of 725 mg/dl. On (B)(6) 2016 she was hospitalized with a blood glucose level of 380 mg/dl. She experienced a diabetic ketoacidosis every time and was treated with insulin drip via IV. She wore her insulin pump at the time of all hospitalizations. The device was not returned.